Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure.according to the complainant, during the procedure, the physician had difficulty getting around the patient's bone when she attempted to deliver the mesh on the first side, or the patient's right side. It was reported the physician was pushing hard on the delivery device when bone was encountered. The sling was removed from the patient.the physician completed the procedure with an obtryx transobturator sling system and there were no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."